Event description:
A customer alleged a cidex opa disinfectant leak coming from the bottom of their automatic endoscopic reporcessor (aer). The reservoir assembly was replaced in (B)(6)2010 by an asp field service engineer. The customer ordered a new skinner valve assembly and will repair the unit locally to resolve the leaking issue. There were no injuries reported.

Manufacturer narrative:
Ni

Manufacturer narrative:
Correction:manufacture date: the unit was manufactured 12/16/2005. Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR was reviewed and revealed the unit met the manufacturer's specifications at the time of release. The service and complaint history for six months has not observed a significant trend of this same issue for this aer. Trending analysis for the problem "fluid leak" and "e01-reservoir tank too full" did not reveal a significant trend over the past 12 months. The fmea (failure mode effects analysis) was reviewed for all aer leak related failure modes. The associated risks are minimal. The fmea (failure mode effects analysis) was reviewed for cidex opa solution related to spills/leaks failure mode. The associated risk is minimal. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed for risk of user exposure due to spills. The associated risks all fall into category I. The hhe (health hazard evaluation) was reviewed for disinfectant leak of the aer. The associated risk is low. The useful life of the skinner valve assembly is two years or 2000 hours of use. Upon review of this aer unit's service history, it was found that the waste valve, which is a skinner valve, was not replaced between (B)(4) 2008 and (B)(4) 2010. Thus, the age of this component is greater than two years; its replacement is considered routine servicing and can be attributed to normal wear and tear of the unit.